Event description:
Procedure type: low anterior resection. According to the reporter. Eea 28 misfired during an lar and anastomosis was incomplete and open and had to be hand sewn. Anastomosis was repaired by hand and the pt was given a loop ileostomy. Reinforcement material was not used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).